Event description:
Ous MDR - after an implantation period of approx. 5 years intermittent out of range shock values were reported.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test of the ICD proved the device functions to be as specified. The returned device data have been analyzed. The data documented shock impedance values < 25 ohms since (B)(6) 2018. The available iegms revealed small noise signals in the ff channel. No other peculiarities were observed. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. The analysis of the returned device data confirmed the clinical observation. However, there was no indication of an ICD malfunction. Based on the information available for analysis the integrity of the lead cannot be assured.